Event description:
Physician completed a septoplasty and dilated all 6 sinuses using the xpress device. The physician noted clear fluid in the transnasal area, which was felt to be csf. The physician used an endoscope to confirm a tear was present near the cribiform plate. The physician patched the tear area and started the pt on oral antibiotics. No other action was required. Pt was doing well post procedure with no complications.

Manufacturer narrative:
At the time of this report, no further pt injury or negative health related outcomes have been reported. Entellus medical will continue to monitor this situation and provide subsequent reports if required. The device in question was disposed of post procedure and therefore the root cause for the event could not be identified.